Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (value not provided). Customer delivered a bolus to address the issue. Customer experienced low blood glucose during the night do to over-correcting for elevated blood glucose. Customer reported being aware of how much she bloused and did so knowingly. Additionally, customer received an incomplete bolus alert. Tandem technical support explained that the alert occurs when the bolus screen is opened but no action is performed and the screen is not exited within 90 seconds. Customer became irate and reported that she was still experiencing elevated blood glucose (300 mg/dl) from the previous day. Customer declined further assistance or troubleshooting from tandem technical support and ended the call.